Event description:
Discrepant results between the blood glucose monitoring device and a lab comparative. It was stated the meter read 47 mg/dl and a lab read 107 mg/dl. Reporter stated the patient was given dextrose after the meter reading and then given insulin when obtaining the lab result. Reporter indicated controls were used, however, no values were provided so it is not certain whether they were within acceptable range. A request was made for the return of the suspect device and replacement product was sent.